Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were having problems with their ins and "gadgets". Caller stated their healthcare provider (hcp) and caller themselves had tried to contact a manufacturer representative (rep) but they were told they no longer work in the department. Caller stated they would like to get in contact with someone to address the problems they were having. Caller stated that their lower back and legs were "jittery" and that their stimulation was at 0.0. Caller said that there was something going on "electronically with the lead" and that it was at a level they "can't handle". Patient services reviewed with caller the option to turn ins off. Caller agreed. Patient services walked caller through how to turn ins off. Caller stated that after turning ins off, they were still feeling the "vibration right where the lead and implant is". Caller mentioned they had seen something online that their ins had been recalled and they were concerned. Patient services reviewed guidelines on recall. Caller stated they felt better about it after talking with a "real person". Caller stated that the "jittery" feeling and uncomfortable "vibrations" had been going on "since sunday monday". Caller stated they have other "nerve stuff going on and back problems". The patient was redirected to their healthcare provider to further address the issue. Email to rep was sent.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1rh1d serial# implanted: (B)(6)2018. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2022, UDI#: (B)(4) b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.